Event description:
It was reported, that this left ventricular (lv) lead was attempted, due to lead body damage. This lead was never in service. And a new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Lead body damage allegation was confirmed, based on observation of a slight deformed conductor in spiral fixation area tip. This lead passed testing. Laboratory analysis did not identify any lead characteristics, that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this left ventricular (lv) lead was attempted due to lead body damage. This lead was never in service and a new lead was implanted. No adverse patient effects were reported.